Manufacturer narrative:
A getinge field service engineer (fse) during evaluation observed no failure with helium, observed damaged cart handle due to customer negligence and installed new cart handle (0367-00-0090) and corrected failure. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) helium low.